Manufacturer narrative:
Patient information was requested and the hospital declined to provide it.

Event description:
The customer reported the ventilator alarmed with post inhalation autozero test failure. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Patient information was requested and the hospital declined to provide it.